Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use by the phlebotomist that the safety feature of the bd eclipse¿ blood collection needle with luer adapter ¿broke off¿ resulting in a needle stick injury. Needle stick caused by needle breaking. ¿¿safety device on a 21 g bd vacutainer eclipse needle, lot 500016981 (item 368607), broke off while being deployed this morning by one of our phlebotomists. Our employee sustained a needle stick. Since the needle was contaminated with blood and immediately discarded we don¿t have a picture to share.¿ the phlebotomist was exposed to blood, the employee went in for initial care and baseline labs; (B)(6) testing per the cdc post exposure protocols.

Manufacturer narrative:
Lot #: from unknown. To 7349864. Expiration date: from unknown to 11/30/2022. Manufacturing date from unknown to 12/15/2017.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.